Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was able to squeeze the handle and jaws were able to close, but there were issues experienced with the loading or firing of the clips. There was no patient involvement.